Event description:
It was reported that at implant the physician felt that the device had bad set screws but during the procedure it was determined that the right ventricular lead was fractured. The device was not implanted and another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The right ventricular lead is reported on e910899. Evaluation summary: (B)(4): the device was returned and analysis revealed no anomalies.